Event description:
On (B)(6) 2012, several attempts to induce a vf with shock on t did not succeed: pacing pulses only were visible on the surface ECG. A new interrogation of the device was performed. This time, the shock on t could induce the vf which was terminated by 32j shock.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside of the united states. The device model involved in this MDR is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.